Manufacturer narrative:
It was previous reported that the manufacturer received information alleging that an inoperative alarm occurred on a ventilator, the device stopped working. There was no harm or injury reported. This device was returned and evaluated. In the previous report the reporting information stated this report was not complete, this was incorrect. This report is being filed to correct this issue.

Event description:
The manufacturer received information alleging that an inoperative alarm occurred on a ventilator, the device stopped working. There was no harm or injury reported. During the evaluation of the device the reported issue was not confirmed. The main interface board was replaced to address the issue. Additionally, final testing, battery check, valve check, run in test, and cleaning confirmed the unit operated properly.